Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had air bubbles in the reservoir. Customer stated that she was getting tiny bubbles in the reservoir and tubing line. Customer stated that the bubbles are smaller than the tip of a pen and champagne bubbles. Customer stated that she cannot remove the bubbles from the reservoir and she started having this issue when she received this batch of reservoirs. Customer was advised to change out the infusion set and reservoir. Customer did not want to troubleshoot for high blood glucose because she stated that she has been diabetic for over 50 years and she knows what to do.